Event description:
User experienced discrepant glucose result for one infant. Initial result gave 1.1 mmol/l. The nurse felt the analyzer had been running low on glucose for the last two weeks which prompted her to automatically repeat the same sample on a meter (with different methodology) and received 4.1 mmol/l. The body did not display and other symptoms that indicated such a low glucose was probable. No info was provided to determine if any adverse events were reported. If additional info is received, appropriate notification will be provided.